Event description:
The customer reported that while the central station was in use monitoring pts along with telepacks at the bedsides, the central station shutdown. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the hard drive. The unit was tested to factory specification. It functioned normally and will be returned to the customer at the next service visit.